Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noticed that the direction of tip was towards the 1 o'clock position, instead of the 11 o'clock position. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Problem code 3009 captures the reportable event of wire orientation. Visual examination of the returned device revealed that the working length was twisted at the distal section. When the device was introduced inside the duodenoscope, the initial tip orientation was found out of specification due to the twisted working length. After the handle was rotated to untwist the tip, the distal tip was inspected, and the orientation was found within specifications. According to the complaint information, the failure was noted during the procedure, and no defects were reported by the user during the unpacking or preparation. It is most likely that the failure found (working length twisted) is an issue that could have been generated by the user or due to the interaction of the device with the other devices used in the same procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the direction of tip was towards the 1 o'clock position, instead of the 11 o'clock position. There were no injury nor patient complications reported as a result of this event.